Manufacturer narrative:
Correction to block h6 impact codes.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced hemorrhaging along the bilateral lead tracts. The patient was admitted to the hospital and while at the hospital the patient experienced labile blood pressure. The patient was administered medication and underwent a computed tomography (CT) scan. The patient recovered and was discharged. The event was reported with a probable relationship to the procedure and not to the device hardware or stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced hemorrhaging along the bilateral lead tracts. The patient was admitted to the hospital and while at the hospital the patient experienced labile blood pressure. The patient was administered medication and underwent a computed tomography (CT) scan. The patient recovered and was discharged. The event was reported with a probable relationship to the procedure and not to the device hardware or stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7127272. UDI: (B)(4).